Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2024-03774. All information can be found under manufacturer report number 1314492-2024-03774. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a delayed upstream occlusion found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.